Event description:
Pt fused at l3-l4 with pangea (B)(6) 2010. Pt complained of postop pain. MRI taken to check for compression. No issue with compression. F/u x-rays showed tulip head dislodged and outside of the rod. The tulip head dislodged from the bone screw at l4 and fluro showed the tulip head was at a 90 degree angle from the screw head. The screw and tulip head was removed and screw was replaced. One rod and 2 locking caps were removed and replaced at l3 and l4. The l4 locking cap remains attached to the screw. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.